Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. Ddd at l4-l5. Information reports that patient continues to have pain post implant.

Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.